Event description:
In 2008, the patient's father reported that the display of the patient's backup infusion device is only partially visible. The patient reported that he noticed the partial display the previous day, when he removed the infusion device from his pocket. He stated that only part of the time and date is visible, and the display should read "1.4 u/h" but only ".4 u/h" is visible. He stated that the infusion device had not been exposed to water, but he has dropped it and he may have fallen on it. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.